Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer reports that the sample has clotted. The following information was provided by the initial reporter. The customer stated: "the customer reported that the specimen's blood clotted, and the product replacement was requested. (It appears that mixing with inversion was not sufficient.)"

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer reports that the sample has clotted. The following information was provided by the initial reporter. The customer stated: "the customer reported that the specimen's blood clotted, and the product replacement was requested. (It appears that mixing with inversion was not sufficient.)"